Event description:
It was reported that, pt complains of soreness in hip area and back. Blood tests showed cobalt levels were high. Chromium levels are normal. MRI is scheduled and pt will have fluid aspirated from joint. She will follow up with surgeon.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.